Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have severely bent grip tips, causing side to side/vertical misalignment of the grips as reported by the customer. Components adjacent to this severely bent grip did not show damage. During visual inspection, the instrument was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the fenestrated bipolar forceps instrument jaw was bent. The instrument was not used on the patient. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the even/instrument.